Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The manufacturer became aware of a post market clinical follow-up (pmcf) from (B)(6). The title of this report is ¿a post-market clinical follow-up (pmcf) of the treatment of tibial fractures with the t2 tibial nailing system¿ which was published in (B)(6) 2018 and is associated with the t2 tibial nailing system. Within that publication, post-operative complications/ adverse events were reported, which occurred between (B)(6) 2017. It was not possible to ascertain specific device or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore (B)(4) complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses deep infection. 2 out of 11 cases.